Event description:
The consumer was sitting on the rollator and being pushed over a threshold in a clothing store, when the legs of the rollator allegedly gave way, causing the consumer to fall from the rollator. No serious injury is alleged.

Manufacturer narrative:
(B)(4) retrospective review of this file based on protocol ivc-cef0010-01 determined this is an MDR. (B)(4) had been initiated for this issue. Model is unknown, serial number/date code (B)(4). It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer confirmed they were seated in the chair and was pushed over the threshold. The legs of the rollator allegedly gave way and the consumer fell from the seat. She was reminded that this is not the intended use of the unit. Rollators come with the warning, "do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated". The dealer also provided a written and signed statement from the consumer that this is what happened. The dealer also stated that the consumer was provided explicit instructions on the proper use of the unit. The consumer sustained injury to her back and neck. She went to the doctor's office; however, the dealer did not have any additional information available on the extent of her injuries. The damaged rollator will be returned for an inspection and evaluation. The consumer was provided a replacement. The device, rollator, model #1025ax, serial #(B)(4) has been returned for an evaluation. No serious injury alleged. Rollator was approximately 1 year old at time of incident. The plastic for the casters was wrapped around the fork. Using the caster this way could prevent the brakes from working. Product had both front legs bent backwards. Consumer stated that she was sitting on the rollator and rolling backwards. No indication of product defect or malfunction is present. Both the instruction sheet and a label on the product indicate not to use this device as a wheelchair or transport device. Consumer was instructed by dealer on proper use of the device. Incident is due to user error.